Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The device was reported to be at end of service (eos). No further investigation is required at this time. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.